Event description:
Treatment of a large unruptured saccular aneurysm measuring 20mm x 7.24mm located in the supraclinoid segment of the right ica (internal carotid artery). Dual anti-platelet therapy was administered to the patient. On (B)(6) 2013, the patient underwent pipeline embolization treatment involving two pipelines (5mm x 18mm, qty 2). During the procedure, the first pipeline could not be released from the capture coil. The device and marksman catheter were removed from the patient. The second pipeline released from the capture coil, but it would not open around a bend. This device was removed with the marksman catheter. The procedure was completed by coiling the aneurysm without issues. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2013-00933.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The pushwire and pipeline were returned for evaluation without the catheter. The evaluation could not determine the cause of the event as the pipeline was found released from the capture coil and opened; however, the braid was found damaged which likely contributed to the reported issue. All devices are 100% inspected for damages and irregularities during manufacture.(B)(4).